Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there was programmer interrogation difficulty with this ICD system, which was resolved after updating the programmer software. Additional information received reported that this ICD and right ventricular (rv) defibrillation lead had multiple alerts due to high out-of-range shock impedance measurements greater than 200 ohms, and programmed parameters were previously reset to nominal values due to a programmer software error. The rv lead was a single coil lead and was incorrectly programmed to triad due to nominals programming. Subsequently, the patient was seen in clinic for programmer interrogation to reprogram the ICD back to the correct settings, however, shock impedance measurements remained out-of-range when corrected to coil-to-can. Review of daily measurements revealed shock impedances had been out of range since implant. This ICD system remains in service. No adverse patient effects were reported.